Manufacturer narrative:
. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number was not provided. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a user who had used consept 1-step reported a foreign body sensation in the left eye for the past few days and subsequently consulted an eye doctor. The doctor mentioned that it might be an allergic reaction to the contact lenses and also explained that it could occur if the lenses are not properly cleaned. The user was told that the inside of the left eyelid was generally inflamed with small bumps, and the inside of the right eyelid was also irritated. The user did not feel any discomfort in the right eye. The doctor prescribed eye drops, and stated that the condition might improve. No further information was provided. Note: two product lots were reported for this issue. It is unknown which product was used in which eye. A separate report will be submitted for the other product. Reports are not split by eye or by model number; therefore, both eyes will be included in the report associated with the same model number.

Manufacturer narrative:
Corrected information: upon further review it was noted that section d4 (model number) in the initial MDR was inadvertently submitted with the incorrect model number. The correct number is 9081x. In addition, clinical code 1869 was added to capture issue of foreign body sensation. The following fields were updated accordingly: section d4: model number: 9081x health effect - clinical code: 1869 - foreign body sensation in eye all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.